Manufacturer narrative:
The bioshield biopsy valve is used to cover the opening to the biopsy/suction channel inlet of a gastrointestinal endoscope. The bioshield biopsy valve provides access for endoscopic device passage and exchange, helps maintain insufflation and minimizes leakage of biomaterial from the biopsy port throughout the gastrointestinal endoscopic procedure. The bioshield irrigator (part #00711133), appropriate for use with olympus and g5 series or newer fujinon gastrointestinal endoscopes, will also allow for remote irrigation via an attached irrigation line. The bioshield irrigator includes a one-way check valve at the luer connection on the irrigation line. At the time of the reported event, the bioshield irrigator was being used in conjunction with extension tubing not manufactured by us endoscopy, contrary to the instructions for use. The device subject of this event was not returned to us endoscopy for evaluation and the lot number of said device is unknown. A review of past complaints against bioshield irrigator devices has found no other reported failures of the one-way valve. Us endoscopy has reviewed proper usage of the device and recommended tubing with the user facility personnel and there have been no further reported issues.

Event description:
The user facility reported debris in the tubing connected to the bioshield irrigator device following a procedure. No patient or user harm was reported.